Event description:
The catheter was placed via the jugular vein for chemotherapy on 4/24/96. It was reported that the catheter broke and embolized. The catheter fragment was removed by catheterization on 9/7/96.